Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion set is leaky between the cannula housing and the infusion tubing and her blood glucose elevated to 300 mg/dl as a result. She changed the infusion set and bolused through the infusion device as a correction. Her normal blood glucose level is 120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.